Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 160 units, and the insulin gauge initially displayed a fill estimate of over 120 units and upon delivering a bolus displayed over 60 units of insulin. Although requested, the customer declined further follow-up from tandem technical support. The customer's blood glucose level was 300 mg/dl.